Event description:
It was reported that patient was revised on a left hip due to polyethylene wear.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown pca liner 26mm 10deg. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.